Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments. A medial portion was received measuring 30 cm, and a distal portion was received measuring 52 cm and was analyzed. Analysis revealed the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture with exhibited hvb and svc high impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.